Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in the oxford database report that a patient underwent an initial right knee replacement procedure at nuffield orthopaedic centre. Subsequently, a revision procedure due to repeated dislocation of bearing was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: unknown oxford bearing item #: 154920 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the oxford database report that a patient underwent an initial right knee replacement procedure at nuffield orthopaedic centre. Subsequently, a revision procedure due to repeated dislocation of bearing was performed.